Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced. At this time, this pacemaker remains in service and no adverse patient effects were reported.